Event description:
It was reported that while unloading a heavy patient from the ambulance, the stretcher began to tip to the right and ultimately tipped and lowered to the ground. There were no injuries to the patient; however, a medic did allege a wrist fracture and was evaluated and treated in the hospital. A visual and functional evaluation of the subject stretcher was conducted by an authorized field technician at the customer's location. The stretcher was found to be operating as intended. There were no signs of damage to the stretcher and no repairs were needed. The technician was advised the cause of the incident was related to the patient suddenly shifting their weight during the unloading process.